Manufacturer narrative:
Additional customer contact information: name and email: (B)(6); occupation: biomedical engineer. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replace the batteries. Also replaced damaged power cord with power cord supplied by biomed. Cs300 iabp pm services were completed. Full preventive maintenance (pm), safety, calibration, and functionality checks passed factory specifications. Device is functioning in accordance with factory specifications at this time and is cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit failed battery run time test. There was no patient involvement.